Event description:
While filling hepatic pump with intera kit, there was a crack in tubing near where syringe is placed that caused liquid to drip out of. This was a defective piece of equipment. The tubing had to be changed out to other tubing from a different kit. No harm to patient. Defective equipment saved and given to nurse educator.